Event description:
It was reported that in 2008, the pt has no longer been able to hear with his implant. The pt had good results with his implant beforehand. Testing was carried out about four days later, which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.